Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, failed accuracy testing at plus 8.2 percent. No adverse patient effects were reported.

Manufacturer narrative:
Other, device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved delivery accuracy testing and found that in at least one of three separate tests the device was outside of the pump's manufacturing specification. The investigation determined that an issue with the expulsor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.